Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 130 alarms noted during test. Verified in the pump history download the pump alarmed pump error 130 on (B)(6) 2023 17:22:23.000. These alerts are expected and occur during normal pump operation. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case- corner of the belt clip rails, faded serial number label, corroded battery tube, corroded motor home switch, and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing and no pump error 130 alarms noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer received this alarm is generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running(pump error 130). Troubleshooting was performed. The customer states pump was not exposed to a high magnetic field. The customer was able to clear the alarm(s) and was able to rewind the pump. Assisted the customer with performing a displacement test. The customer was advised the displacement test was successful at this time. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.